Event description:
It was reported that this right ventricular lead was successfully explanted due experiencing dislodgement. Another lead was implanted instead. No further adverse effects were reported.